Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Lag screw and the dhs plate were removed from patient due to fracture not healing. Dhs was replaced by tfn. After removal, decolorization and possible rust was noticed at screwhead/plate hole interface. Cyst noted in bone. This is the first of 2 reports submitted on this event.